Manufacturer narrative:
(B)(4). Catalogue #: igtcfs-65-jug-celect-perm. Summary of investigational findings: since no device or imaging studies have been made available and only limited medical records have been available the exact root cause for what caused the alleged perforation of vena cava, fracture, organ perforation and now the device is unable to be retrieved are unknown. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Investigation of lot# found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "a cook celect filter was implanted on (B)(6) 2009 at (B)(6)". Additional information received on 25jan2016: it is alleged that: [pt] suffers from "perforation of vena cava" , fracture, organ perforation and now the device is unable to retrieved. [Pt] however, does not report any retrieval attempts. Notes taken from the limited medical records provided by [pt]: it appears on (B)(6) 2013 [pt] presented to (B)(6) for a filter evaluation and a CT revealed 4 struts had eroded through the caval wall. The CT also showed a small, scarred and atrophic right kidney. Ivc filter satisfactory position in the midabdomen, below level of renal veins, mild diverticulosis coli and tina intramuscular lipoma involving right internal oblique abdomina wall muscle. Patient outcome: it is alleged that [pt] was injured without further explanation.

Manufacturer narrative:
(B)(4). Igtcfs-65-jug-celect-perm. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "a cook celect filter was implanted on (B)(6) 2009 at (B)(6)". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 10/8/2015 as follows: the plaintiff allegedly received the filter implant via right internal jugular vein on (B)(6) 2009 due to dvt. The plaintiff alleges fracture, organ and vena cava perforation, device unable to be retrieved.

Manufacturer narrative:
(B)(4). Igtcfs-65-jug-celect-perm. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "a cook celect filter was implanted on (B)(6) 2009 at (B)(6)." Additional information received on 25jan2016: it is alleged that: [pt] suffers from "perforation of vena cava," fracture, organ perforation and now the device is unable to retrieved. [Pt] however, does not report any retrieval attempts. Notes taken from the limited medical records provided by [pt]: it appears on (B)(6) 2013 [pt] presented to (B)(6) for a filter evaluation and a CT revealed 4 struts had eroded through the caval wall. The CT also showed a small, scarred and atrophic right kidney. Ivc filter satisfactory position in the midabdomen, below level of renal veins, mild diverticulosis coli and tina intramuscular lipoma involving right internal oblique abdomina wall muscle. Patient outcome: it is alleged that [pt] was injured without further explanation.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event and product problem to adverse event. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'fracture; organ and vena cava perforation; device unable to be retrieved'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Name and address for importer site: (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 06/29/2017 as follows: patient allegedly received an implant on (B)(6) 2009 via the right jugular vein due to dvt. Patient is alleging vena cava and organ perforation and device fracture and that it is unable to be retrieved. Patient alleges pain, bilateral lower extremities inflamed from obstruction to ivc, thrombosis, extreme edema of legs, dvt, and caval erosion into psoas and duodenum due to the device.